Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
Per (B)(6) aer database: it was reported that the aespire view shut down during a case and required the unit to be restarted before mechanical ventilation could continue. The unit was restarted and case resumed. There was no patient injury.